Manufacturer narrative:
Of the 8 allegations of a malfunction, 25 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 8</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a vibration issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-37 years of age and between 38 and 178 pounds. Of the reported patients, 3 were male, 5 were female, and 0 were unknown.